Manufacturer narrative:
Other relevant device(s) are: product ID: 309201, serial/lot #: (B)(4), ubd: 24-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) as part of a clinical study regarding a patient who was trailing an external neurostimulator (ens). It was reported that the patient complained that the incision site itched. The patient continued to scratch and thinks they may have removed the lead. The physician was notified and thinks it may be an allergic reaction to the topical treatment or patch used. The patient would be seen on (B)(6) 2020 and the lead would be removed. Additional information was received from the clinical site. It was reported that there was itchiness and pain over the patch area. The patient scratched it and the patch had partially come off and the lead partially removed. The hcp instructed the patient to pull the rest of the lead and remove all the tape. The patient totally removed the partially come off lead and patch as per instructions. The site was examined, and it was confirmed that there was no infection; it was an allergic reaction. The outcome was noted as recovering/resolved. It was noted that intervention was performed and medications or treatments were administered. There was no hospitalization, surgical procedure, device interrogation, reprogramming, or system modification. There death, life threatening event, permanent impairment, medical/surgical intervention, or foetal distress. Additional information was received from the hcp. It was reported that the hcp did not consider the patient uncoiling part of the lead a device malfunction. It was the patient who scratched and dislodged the opsite and lead. The event was unrelated to the lead itself, but rather the skin prep/opsite. Additional information was received from the clinical site. It was reported that the allergic reaction was to the pre and patch (transparent medical dressing) on the lower back. The lead was destroyed and would not be returned. The outcome was recovered/resolved as of (B)(6) 2020. Additional information was received from the clinical site. The etiology for the external device was updated to probable.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.